Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Possible lot numbers: it was reported that there were two "possible" lot numbers reported to be involved. These reported lot numbers can not be found under the reported catalog number. The information for each lot number is as follows: medical device lot #: 7208552 , medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 7208947, medical device expiration date: unknown, device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the safety shield activation of a bd saf-t-intima¿ y adapter¿s safety shield failed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: without defective sample or photo for evaluation, we could not confirm or associate to manufacturing process.